Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error during the rewind process. The patient's blood glucose value was reported as normal, and no medical treatment was required. Troubleshooting did not occur; however, there were other motor error alarms found in the alarm history. The insulin pump will be returned for analysis.